Manufacturer narrative:
The product was returned for analysis.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.  The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Additional observations were as follows: the device was returned loose in the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage observed. Iol was not returned. The lever is moving freely. The device is taken apart for further testing. Slight mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during implantation of an intraocular lens (iol) the implant came out of the injector very quickly and surgeon was very reactive and placed the implant quickly. Additional information was requested and received stating the implant has been correctly placed, despite the incident. No explantation needed, the implant is still in the eye of the patient, no clinical consequences and no loss of visual acuity.